Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient notifier was tested, neither the patient nor the physician felt the notifier. Multiple telemetry tests were successful. There was no expose to electromagnetic interference. No intervention was suggested. The patient condition is fine. No further information is available.